Event description:
It was reported that the atrial lead had dislodged multiple times during implant. The physician also had difficulty fully inserting a stylet into the lead body. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.